Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The firing knobs were retracted to the clam up position and the articulation lever was in the neutral position. The retract knobs were fully retracted and the subject reload jaws opened. The subject reload was unloaded from the instrument. The instrument was then successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection, after the third firing was performed in the upper right segmental lobectomy, though the knife was pulled back, the jaws did not open. The device was able to be released from the patient's lung by force, and there was no tissue damage. Another device was used to complete the case. This resulted to extended surgical time by less than thirty minutes. There was no patient injury.